Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that the insulin pump had off no power alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had off no power alarm without low battery alert. Customer stated that this was second occurrence of off no power alarm without low battery alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss noted during test.